Manufacturer narrative:
The actual device was returned and evaluated. (B)(4) evaluated the device and the customer's complaint that this device does not function properly was confirmed. A functional assessment test was performed which confirmed that the motor is damaged. This is due to immersion during cleaning. However, no rattling noise was detected during this evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was making a "loud rattling noise". The reporter could not clarify if the event occurred during pre-surgery check or during surgery. It was unknown if there was a delay in a surgical procedure. However, it was reported that the facility always has two spare devices in the hospital. No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.